Event description:
Md was performing a prostate biopsy under ultrasound and the disposable biopsy instrument did not fire correctly and he could not get a good specimen. He opened a second biopsy gun and it worked fine. No adverse events happened to the pt.